Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell 7 of 8 on the homechoice (hc). The patient was connected at the time of the alarm. There was nothing unusual found that could have caused or contributed to the alarm. The technical service representative (tsr) assisted the patient in clearing the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.